Manufacturer narrative:
While servicing a sterrad nx for the reported problem of "unable to pumpdown chamber1" the asp field service engineer (fse) found no oil in the vacuum pump. Also, he found that the oil mist filter cap did not have tension which was causing oil mist. The fse replaced the vacuum pump, flex tubing, oil mist filter, catalytic converter, oil return valve and the connectors. Also, he replaced the stylus mount holder. The fse zeroed the baratrons and performed a leak and plasma test. The fse verified the temps and re-routed the condenser thermister. He upgraded the software to current configuration and ran an empty cycle. The sterrad nx meets manufacturer specifications.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and health hazard evaluation. The DHR (device history review) for sterrad nx system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for haze / oil mist failures. Trending analysis for haze / oil mist issues associated to the sterrad nx found there is not a significant trend. The hhe (health hazard evaluation) relating to haze / oil mist issues was reviewed and the risk is considered low. The vacuum pump was the only part returned and it was scrapped. The investigation complaint trending for this failure mode concludes there is not a significant trend of this issue.

Event description:
While servicing the sterrad nx sterilizer, the asp field service engineer (fse) found the oil mist filter cap did not have tension, causing oil mist. There was no report of injury or harm.